Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that his insulin pumps topped bumping for the third time this month. The first time the customer received a no delivery alarm. The second and third occurrences of insulin stoppage were without alarms. The patient's blood glucose at the time of incident was 240 mg/dl. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. However, a high pressure test was declined; the functionality of the no delivery alarm was not confirmed. The insulin pump will be returned and replaced.